Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that approximately two months after implant, this right ventricular (rv) lead was explanted. The patient had a failed lead revision and two days later, presented to the hospital with phrenic never stimulation (pns). Upon patient and device revision, loss of capture and asystole less than two seconds were identified. According to the information provided, it is suspected that the lead either dislodged, was involved in a perforation in an unknow location or it's placement was not adequate, but this could not be definitely confirmed. A new device was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an retracted position. Visual inspection found dried blood/body fluid in the helix housing but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that approximately two months after implant, this right ventricular (rv) lead was explanted. The patient had a failed lead revision and two days later, presented to the hospital with phrenic never stimulation (pns). Upon patient and device revision, loss of capture and asystole less than two seconds were identified. According to the information provided, it is suspected that the lead either dislodged, was involved in a perforation in an unknown location or it's placement was not adequate, but this could not be definitely confirmed. A new device was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.